Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the manufacturing plant for evaluation. Visual inspection of the sample revealed a ruptured bladder in a footing position. Therefore, the reported condition was confirmed. The bladder was microscopically examined for the abnormalities that may have potentially contributed to the rupturing. The assignable root cause was attributed to a manufacturing defect.

Event description:
A customer reported to baxter corporate product surveillance a 250ml intermate in which the reservoir ruptured during the end of an infusion on a patient. The intermate was infusing vancomycin, and the balloon had only 10-15ml of medication left. According to the report, the stress member was protruding out of the balloon, and appeared to be in the footed position. The intermate was stored in the refrigerator prior to use. There were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted.